Manufacturer narrative:
The insulin pump esc button did not respond due to moisture damage on keypad trace. Pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the customer had problems with the buttons not working on the insulin pump. Customer had dropped the pump a couple of times and was surprised that the battery is able to stay in/ customer stated that the act, esc, and up and down arrow buttons need to be pressed multiple times before it will activate. The entire circumference is broken off the battery compartment entrance. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.